Event description:
It was reported that this lead was surgically abandoned due to therapy upgrade. No additional information is available at the moment. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).